Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the functional and leak test. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had detached outer sleeve, broken fabric threads from bulge rupture and wear in the middle of the cylinder and had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had wear at fold in the proximal end and middle of the cylinder. The first cylinder did not pass the leak test, however, the second one did. Based on the information available and analysis results, the hole/perforation in the outer sleeve and fabric threads and bulging in the first cylinder confirmed the reported clinical observation of cylinder - hole/perforated and cylinder - bulge.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a bulge caused by a tear in one of the layers of the cylinders. As a result, the device was explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a bulge caused by a tear in one of the layers of the cylinders. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.